Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the reported cap piercer blade wash overflow. The cap piercer assembly was replaced to correct the problem. Identification of failure mode: the failure mode is the cap piercer assembly (p/n 255590). There were no erroneous test results associated with this event. Blade wash overflow from the cap piercer has the potential to impact any or all chemistries, including critical chemistries, upon recur. (B)(4).

Event description:
Customer reported a leak when using the unicel dxc 660i synchron access clinical system. The leak was from the cap piercer blade wash assembly on the instrument and was contained within the instrument. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.